Event description:
It was reported that after a da vinci-assisted surgical procedure, recoverable fault 23008 occurred on universal surgical manipulator (usm) 2. The customer attempted to recover the fault but was unsuccessful. Technical services engineering (tse) confirmed fault 23008 in the logs, and instructed the customer to inspect the usm for debris, but none was found. Tse guided the customer to power cycle and epo the system, but the error persisted. Tse informed customer that the usm can be disabled to perform surgery with only 3 usms. Customer was able to disable the usm. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. Field services engineer was dispatched to the site and replaced the universal surgical manipulator (usm) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The probable root cause cannot yet be determined based on the information provided.